Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unsure as to whether or not the sensor cannula was intact after removing it. The customer stated that she had to manually push the sensor into her skin. Blood glucose level at the time of the incident was 76 mg/dl. The customer reported having two bent sensors also. The customer was advised that the sensors would be replaced but did not return the products for analysis.